Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the 10th firing during an esophagectomy gastric tube reconstruction, pre-fire occurred when the surgeon performed side-to-side anastomosis of collard. It was reported that when the surgeon approached the device to the tissue and pressed the green button, after the indicator turned to flash, they doubled clicked the rotation button twice for the slow mode firing, but they could not fire the device. They tried to check the proximal end of the loading unit¿s jaw and noted that the staple had come out slightly. They used another loading unit to complete the case. There was no patient injury.